Event description:
(B)(4): it was reported the patient never had therapeutic effect and was getting minimal therapeutic effect since implant. The patient responded well to a therapeutic bolus last friday so he was programmed to flex mode. The patient received 6 boluses of 135 micrograms every four hours with a low basal rate between. The dose had to be recently decreased due to the patient having some hallucinations. Recent x-rays were inconclusive. The radiologist stated there was a fracture of the catheter close to the pump, but this was unconfirmed. The next day it was reported that the side port was able to be aspirated and it looked like the catheter was patent. It was reported the fracture must not have existed. The pump was being used to deliver baclofen. Additional information received ten days later reported it was not believed that all the medication was getting into the intrathecal space. This had been an issue since implant on (B)(6) 2013. There had not been a refill since implant so it was unknown if there was any reservoir volume discrepancy. It was reported the patient did not respond to the drug infusion system following a 27 microgram single bolus dose administered two weeks ago. The catheter access port was accessed and clear fluid was aspirated. There was concern about utilizing contrast dye study because the patient had renal disease with one kidney. An anterior-posterior x-ray was performed and the catheter was in the right location. Flex programming was tried with partial response from the patient, but the bolus dosing was getting quite high. Additional information received reported the patient was on a high dose and was not responding like it was thought he should be compared to initial trial dosing. There was a suspected catheter issue but there were no results yet available from a CT scan. A spiral CT scan with contract was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient¿s daily dose of baclofen was 124.88 micrograms. Intrathecal baclofen treatment started on 2013 (B)(6) and was ongoing as of the date of this report. No other medications were in the pump at the time of the event. The patient was also still taking oral baclofen. The patient had a history of cerebrovascular accident and hemiplegia. The patient had good initial response and then ineffective response. There was extrathecal contrast (contrast leak) at the catheter insertion. The catheter was replaced and the patient was doing ¿much better.¿ a priming bolus was performed.